Event description:
A non-healthcare professional reported that, the lens go stuck I the injector. Additional information was received stating that, the back up lens was used to complete the surgery.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).